Manufacturer narrative:
Unable to prime during the prime test due to faulty force sensor. No prime alarm noted. Unable to perform basic occlusion, occlusion, the excessive no delivery test due to prime and fill anomaly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.

Event description:
It was reported that the customer received a compromised force sensor system alarm. It was also reported that insulin was squirting out of the insulin pump. Customer's blood glucose level at the time 326mg/dl. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)